Event description:
Per fax: this valve was explanted due to endocarditis. It was a replacement for a baxter perimount 27-mm aortic valve that was explanted due to "acute endocarditis". Some time postoperatively, the pt again developed "acute endocarditis and a right ventricular fistula". This valve was then explanted and replaced with sjm 25aecj-502, and the fistula was repaired. Pathological testing could not determine the cause of infection since no growth was detected and the valve was destroyed after seven days per hospital policy. The surgeon felt the sjm valve "played no part in the pt's need for reoperation".